Event description:
On (B)(6) 2019 the lay user/patient contacted lifescan USA alleging her one touch ultramini meter displayed the error message ¿error 5¿. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged error message first appeared on (B)(6) 2018 at 8:15 am. The patient informed the csr that she manages her diabetes with insulin (type unspecified) 20 mg in the morning and 20 mg in the evening. The patient claims that her actual insulin intake depends on the meter readings. The patient reported that she continued to follow her usual diabetes management regimen in response to the alleged issue. On (B)(6) 2018 at 8:15 (am or pm not specified), started to develop ¿blurred vision¿, which according to the patient was caused by not being able to receive a reading on the subject meter. She denied receiving any treatment or medical intervention as a result of the alleged issue. It was not reported if she used any other device to test her blood glucose. During troubleshooting, the csr confirmed that it was not the first time the patient had used the device and the test strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted that the meter calcode was set incorrectly to 13 and the csr managed to resolve the issue during troubleshooting. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.